Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient was nauseous, urinating frequently, thirsty, had pain in their abdomen and was vomiting. The patient was treated with intravenous therapy with insulin and fluids. The patient remained in the hospital for 3 days.